Manufacturer narrative:
The involved 3.4mm x 130mm suture hook straight is expected but has not yet been received for an evaluation. A follow-up submission will be filed once the device has been received and the evaluation has been completed.

Event description:
The customer reported that a shoulder arthroscopy procedure was performed on (B)(6) 2015. The doctor intended to perform a hagl repair, bankart repair and a slap repair on a (B)(6) male patient. While using the 3.4mm x 130mm suture hook straight, the suture hook tip broke off into the patient's shoulder. The broken tip retrieval was complicated and led to the procedure being converted to an open procedure. It took approximately 90 minutes for the tip to be retrieved as it had lodged deep within the shoulder. The surgery was completed successfully using a different device. There were no other complications and no injury to the patient. On (B)(6) 2015, the patient's post operative status was reported to be good.

Manufacturer narrative:
The involved 3.4mm x 130mm suture hook straight was received for an evaluation on 03-dec-2015. A visual inspection of the returned device verified that the breakage occurred at the location of the needle and tip weld. Microscopic inspection determined that the weld break is sheared, indicative of a shear force at the weld junction. The lot number for this needle was not provided, therefore a review of the device history record was not able to be performed. A two-year review of complaint history shows there have been seven (7) similar complaints received for this product. To date, there has been no patient long term adverse effect resulting from this type of incident. This failure mode is addressed in the dfmea, and the safety risk has been found to be acceptable. The suture hook is a limited reuse device (5 procedures) and the number of uses was not available from the customer. Based on sales order history, it is highly likely this suture hook was used well past its life expectancy. Over extended use and improper handling of the device can cause wear, damage and/or breakage to the suture hook, which the user experienced. To reduce the risk of the tip breakage and patient's injury the information for use (IFU) provides the following warnings and precautions: -do not exceed five (5) procedures per limited reuse suture hook. -if the hook or needle bends during use, immediately discontinue use and discard. There is an increased risk of hook or needle breakage and unintentional patient injury may result. -avoid lateral stresses to the instruments or device function may be compromised. There is an increased risk of hook or needle breakage and unintentional patient injury may result. -avoid mechanical shock or over stressing the instrument which may shorten the life of the instrument. -do not use if parts are broken, cracked or worn, or device function may be compromised. There is an increased risk of hook or needle breakage and unintentional patient injury may result.